Manufacturer narrative:
Product analysis the device was returned with the balloon in a pre-inflated state. The device was flushed, and the 0.014¿ guidewire was loaded. When it was attempted to inflate the device, water was seen leaking out under the strain relief. The strain relief was removed, and it was found that the outer shaft was broken, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the nanocross 014 device, a leak was noted in the balloon. The procedure involved addressing a plaque in the mid-section of the right popliteal artery. The leak was identified during the procedure, and the procedure was completed using a new device. The new device used was a 4 x 40 nancross. The device was safely removed, and there were no injuries or interventions associated with this event. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.